Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen was not responding. There was no harm or injury reported. The ventilator was evaluated by the third-party service center and the customer¿s complaint was not confirmed. The device passed all the tests. The unit will be scrapped.